Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b1, b2, f10, g3, h1, and h6 codes. The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted. The cause of the event was due to procedural factors. Article: takeshita, jun & akiyama, koichi & anada, natsuki & nakajima, yasufumi. (2020). Intraoperative diagnosis of a stuck bioprosthetic valve leaflet due to a loop of suture by three-dimensional transesophageal echocardiography after mitral valve replacement. Journal of cardiothoracic and vascular anesthesia. 10.1053/j.jvca.2020.07.007.

Manufacturer narrative:
Additional manufacturer narrative: suture looping occurs when the surgeon inadvertently loops a suture over one of the commissural posts. The suture restricts the leaflet motion prohibiting coaptation resulting in central leak. Whether caused intra-operatively or post-operatively, cases of suture loop will typically require re-operation. In this case, there is insufficient information to conclusively determine the root cause of this event. However, it is likely that procedural related factors contributed to this event. Per the instructions for use (IFU), avoid looping or catching a suture around the open cages, free struts, or commissure supports of the valve which would interfere with proper valvular function. The device was not returned for evaluation. The device history record (DHR) was not reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received information that a 29mm 7300tfxj mitral valve was explanted at implant due to severe mitral regurgitation secondary to suture loop jamming. The device was originally implanted for mitral valve replacement to correct severe mitral regurgitation. Immediately after the cpb flow was decreased, severe transvalvular regurgitation in the bioprosthetic mitral valve was identified with 2d tee. With 3d tee, it was identified that the 2 leaflets did not open sufficiently and leaflet motion was restricted during diastole and with incomplete coaptation during systole. The patient's heart arrested again, and the surgeons identified a suture loop jamming that was holding the 2 leaflets. The device was explanted and replaced with a 27mm medtronic mosaic valve with no adverse patient effects reported as a result of the valve replacement. The patient was recovered and discharged on postoperative day twenty-one (21). The author commented in the article that "if the handle was not rotated sufficiently, the tension in the fixing thread would be insufficient and the loop of sutures might be entangled with the stent post. This might have been the cause of the complication in the present patient".